Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a diabetic seizure, and loss of consciousness. Blood glucose level not provided. Reportedly, the cause was unknown, however customer was reportedly running low on insulin. The customer went to the emergency room and was subsequently hospitalized. Tandem technical support attempted to obtain additional information with the customer, however, customer was not conscious during event and was therefore unable to provide additional information regarding the issue.